Event description:
It was reported that the pump shut off unexpectedly. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. Customer¿s blood glucose level was 150-200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.